Event description:
It was reported that pt expired. The cause of death was unrelated to the implanted system. The pt had terminal widespread metastatic cervical cancer. The pt was in hospice at the time of her death. The drug used in the pump was hydromorphone 10 mg/ml, bupivacaine 40 mg/ml, clonidine 400 mcg/ml, compounded baclofen 300 mcg/ml at a dose of 7.601 mg/day based on the hydromorphone. The pt was last seen by the following pump physician in 2008.